Event description:
Additional information received: it was reported that patients device was explanted and replaced. Atrial lead was capped and replaced on (B)(6) 2017. Patient was stable post procedure.

Event description:
It was reported that when patient presented through merlin.net transmission during routine device check, multiple pacemaker mediated tachycardia (pmt) episodes and atrial lead noise were observed. At least one pmt was not terminated due to loss of capture. The patient then exhibited vf which was successfully converted by a shock. Patient will be scheduled for device and atrial lead replacement. Patient¿s condition was stable.

Manufacturer narrative:
The reported field event of pacemaker mediated tachycardia , atrial lead noise, and no capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.